Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, in addition to the procedure itself, patient factors (fragile ventricle) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2014-03108.

Event description:
As reported through our (B)(6) affiliate, post deployment of a 29mm sapien xt valve in a bioprosthetic mitral valve, the sapien migrated out of the mitral valve and embolized into the left ventricle. During the transfemoral mitral valve replacement procedure, the sapien xt valve was positioned as indicated on the non-edwards ¿valve-in-valve app¿ and deployed using a 2-step slow inflation process. Following inflation, the valve migrated out of the mitral valve and embolized into the ventricle. After much discussion and consideration of available options, the procedure was converted to the transapical approach. A few unsuccessful attempts were made to crush the valve and remove it from the ventricle. The decision was then made to replace the mitral valve and then continue with further intervention. A 26mm sapien xt valve was prepared and successfully inserted through the embolized 29mm valve and deployed in the bioprosthetic mitral valve. The initial valve was then crushed and removed through the apex. The patient became unstable, developing a lot of apical bleeding due to a ventricular tear. The patient was placed on cpb. Numerous attempts were made to repair the tear with patches; however the tissue was too thin and fragile. The ventricular rupture could not be repaired and the patient expired during the procedure. It was perceived that the ventricular injury was due to the patient¿s fragile tissue.